Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported intracerebral hemorrhage due to a fall could not be conclusively determined through this evaluation. The account reported that the patient expired from an intracerebral hemorrhage due to a fall. The pump was reportedly operating as intended. The pump was not explanted and was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate ii lvas. The IFU provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2015. The heartmate ii lvas IFU rev. C is currently available. Bleeding and death are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The heartmate ii lvas IFU rev. C is currently available. Bleeding and death are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient expired due to a unknown cause on (B)(6) 2017. No further information was reported.

Event description:
It was reported that the patient expired at home due to a fall causing intracerebral hemorrhage. The pump was not explanted and was not returned for further evaluation. It was reported that the pump was operating as intended as evidenced by parameters within normal limits.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. Multiple requests for additional information regarding this event were issued to the customer, including requests for the return of (B)(6); however, no further information has been provided and no product has been received to this date. There is no product available for investigation. The investigation file will be closed accordingly. No further information was provided. The manufacturer is closing the file on this event.